Event description:
A pharmacy reported the customer obtained high readings on their freestyle freedom blood glucose monitor. There are no details of exactly what readings the customer obtained. However, as a result of the readings obtained, the customer injected more than 4 units of insulin and suffered from hypoglycemia. Subsequently, an ambulance was called and the customer was taken to a hospital where he was administered glucose injections. It is unknown if the customer called the ambulance themselves or if a third party called the ambulance. It was reported the meter had not been coded correctly and an incorrect calibration code was displayed on the meter. Additionally, it is also unknown if the customer washed their hands prior of testing and ate between tests. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been returned, and an investigation did not confirm the complaint. No new issues were observed, all results were within the range specification and no errors were observed during control solution testing.